Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
They were confronted with the impossibility of deflating the balloons foley. For one of the patient the consequences were important: increase of the duration of hospitalization, infection. "The product information for the device was not available at the time of the complaint. Therefore, the item number above was used only to record the product type, but may not reflect the correct size. Additional information will be added, if it becomes available".